Event description:
It was reported by the patient representative that a couple of weeks ago, the patient changed their setting from 2.1 to 3.5, and then they noticed the setting had somehow changed from 3.5 to 3.2. The patient was in an assisted living facility, so the caller thought one of the nurses might have accidentally changed the setting. The caller said that the patient's hcp had the setting at 2.1, so they tried to decrease it back down to 2.1, but they couldn't get it to go below 2.5. They tried using both the patient programmers (pp) and the dbs therapy app to decrease the setting to 2.1, but neither device would allow them to get below 2.5. The caller said they did not see any symbols appear on the screen of the pp when they couldn't get below 2.5. The caller mentioned that the patient had multiple groups and wasn't sure which group was active. The caller also indicated that they tried decreasing the setting on different groups, but it didn't appear that any groups allowed the setting to decrease to 2.1. The caller was not with the patient or the equipment, so troubleshooting could not be performed. The agent advised the caller to call back when they were with the patient and the equipment for further troubleshooting.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported they were going to meet with a new healthcare provider in january to resolve the issue.